Manufacturer narrative:
H10. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H10. Any additional information regarding this event will be submitted as a supplemental under manufacturer report # 3004209178-2020-20221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lead revision is being rescheduled to resolve this issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2017; product type: lead; product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2017; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed an MRI, but the battery was dead and they were not able to recharge. The patient was having recharging issues prior to the day of the report, so she was fairly certain she would not be able to recharge, but she attempted to recharge the morning prior to the report and could not. Information was reported that the battery the pt had was dead. It has been over discharged several times according to patient. I was unable to interrogate device before procedure. The leads are out of range. 8-15 all measuring over 32,000 ohms lead one contacts 0,5 and 7 also registering out of range at 40,000 ohms. Factors related to this are unknown. The manufacturing representative (rep) tried wireless external neurostimulator (wens), wiped off leads and repositioned several times. Neuromonitoring did pick up stimulation, and the doctor wanted to proceed without replacing leads. The rep met patient for the first time this morning before case. Battery was over discharged, and has been in that state for some time. The rep was unable to read battery, or measure leads. Once we got to or, and tested leads. The rep informed the doctor that the leads were measuring out of range. He then had me work with neuro monitoring, and stimulation was noticed bilateral in back but still registering oor on programmer. Patient is programmed with hd as of now with electrodes that were measuring ok. I spoke to physician, pa and np about impedances. Doctor stated that if leads were an issue after procedure he would bring pt back for lead revision or paddle implant. The rep reported that the cause of the out of range impedances wasn't determined. The issue was resolved. Additional information was reported that the caller stated system had impedances day of replacement, stimulation was left off and today they are with patient for post-op and impedances are still high. Caller ran through various reference electrodes and the best option was contact 6, which had a few pairs around 1000-1300 ohms, but everything else ranged from 25k-35k ohms; all other reference electrodes were just as elevated or over 40k ohms on all contacts. Caller stated that in the or, it was noted that something was being picked up on in the patient's back with nerve monitoring but caller wasn't able to verify since that didn't align with the impedance measurements they observed. Caller stated they weren't able to check impedances prior to case since ins was dead, and when they connected to leads to the wens, they were seeing same results as with new (B)(4).